Event description:
Complainant alleged that during training by facility staff, the device failed to discharge and displayed an "ECG fault 4" message. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll med corp has not received the product for eval and this complaint is still under investigation.